Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged connectors was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr dual lumen powerpicc solo catheter. Usage residues were observed throughout the sample. Needleless injection caps were attached to both luer adapters. Microscopic inspection the luer adapters was unremarkable. Both luers appeared well-formed. Microscopic inspection of the extension tubing was similarly unremarkable. Attempts to infuse and aspirate water through the sample using a 12ml syringe revealed both lumens to be patent to both with no observed leaks. No leaks were observed at the luer connections with and without the needleless injection caps. Attachments of multiple different accessories to the luer adapters were successful and unremarkable. No product damage or deficiencies were discovered during evaluation of the returned sample. Consequently, this complaint is unconfirmed at this time.

Event description:
It was reported, cracking at the hub. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.